Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
In the bone & joint journal vol 100-b no. 8, "the exeter v40 cemented femoral component at a minimum 10 year follow-up: the first 540 cases," the report notes that for 5 patients, "revised acetabular component only for aseptic loosening." The shells of 3 manufacturers (including stryker and competitors) were part of the study. The article does not provide any details as to which manufacturer(s) the shells belong to.